Event description:
It was reported that during a procedure for prolapse and hemorrhoids and excision of external hemorrhoids. Post operatively, patient developed pph syndrome, injuries and destruction of her lower digestive tract, rectal wall damage, and occlusions of her rectal canal, bleeding and sphincter damage.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation.